Event description:
The manufacturer received information alleging a patient using a ventilator was taken to the hospital. There was no permanent harm or injury. According to the reporter of the event, the caregiver rolled the patient and when he was rolled back he was "blue." 911 was contacted and the patient was taken to a hospital. When the device was turned on by the durable medical supplier, the device had a white display screen. The ventilator was returned to the manufacturer for evaluation. During testing, the ventilator's display screen turned white. The device's lcd will need to be replaced to address the issue. Although the display screen turned white, the device did not fail to deliver therapy. The device has been evaluated, but not yet repaired.